Event description:
It was reported that 2 bd maxzero needleless connectors were clogged. The following information was provided by the initial reporter: various maxzero were connected to an infusion system, but the maxzero were not continuous. The customer had to switch to a competitor's product. The maxzeros were clogged. There is no leakage, since no fluid passes through.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd maxzero needleless connectors were clogged. The following information was provided by the initial reporter: various maxzero were connected to an infusion system, but the maxzero were not continuous. The customer had to switch to a competitor's product. The maxzeros were clogged. There is no leakage, since no fluid passes through.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/18/2022. H.6. Investigation: eight mz1000 samples were received; six were received in sealed packaging from lot number 21065963, and two were received connected to an unknown extension set, which had fluid in the line. A bd plastipak 50ml syringe was used to flush fluid through the mz1000 samples; no occlusions or flow restrictions were observed throughout testing. Fluid was also flushed through the extension set with the maxzero products connected and no sources of occlusion were found. A review of the production records for lot 21065963 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.